Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip steerable guide catheter (tsgc) per instructions for use (IFU), after closing the 3 way to the system, the hemostatic valve did not work, and air was observed in the tsgc; the leak was observed at the flush port while de-airing tsgc. Troubleshooting was performed, but the issue continued. Therefore, the tgsc was removed and replaced. There was no clinically significant delay in the procedure.